Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 4 months after implant the patient's right chest appeared red and swollen with pus present. The hcp said it may be device rejection. The ins was explanted. 3 months later the ins was re-implanted on the left side, however a month later the redness and pus returned. The ins was explanted again.